Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and found hair in the uv flash disconnect cap sub-assembly (inner) pouch. The reported condition was verified. The cause of the condition could not be determined. A CAPA was opened to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the uv flash disconnect cap prep kit had a hair in the pouch before use. There was no patient involvement. No additional information is available.